Event description:
It was reported the insulin pump alarmed no delivery. Customer's blood glucose was 321 mg/dl. Customer's mother stated it was a past event that was resolved by a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.